Manufacturer narrative:
Additional info will be provided once investigation is completed.

Event description:
It was reported that the tip of the item broke inside the pt and was retrieved with a grasper. Allegedly, the item was being used for normal use and it was the first time this occurred. Another blade was used and the procedure was completed successfully.